Event description:
A customer contacted haemonetics on (B)(6) 2009 to report noise coming from the centrifuge of an orthopat machine when the disk is inserted and spinning. No donor or operator injury or reaction was reported.

Manufacturer narrative:
Upon evaluation of the device the reported problem was verified. A saline spill was discovered therefore machine was decontaminated and the components which were damaged were replaced. The machine is now ready for use. Haemonetics (B)(4).